Event description:
During the procedure (1) coronary bypass x 3 (l) internal thoracic artery to (l) anterior descending artery, saphenous vein graft to obtuse marginal branch of circumflex artery, saphenous vein graft to second diagonal branch of the (l) anterior descending (2)(l)lower extremity endoscopic greater saphenous vein harvest there was noted to be a small air leak from the lung. During bovie use, there was a quick flash of flame which left a mild burn on the visceral pleura. A small hole leaking anesthetic gas was repaired with chromic stitch, and the pt was given heparin. The procedure continued, was completed, closed and pt was transfered to ICU in critical condition.